Manufacturer narrative:
Customer reported complaint was confirmed by performing visual and functional pvt testing. It was found that the air detector is defective, it failed the pvt test. Upon further investigation, the battery door was found missing, and dso seal is detached. The unit(device) passed all testing criteria after being run through dso/uso sensor calibration and pvt testing. Software was updated. The unit (device) was reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the pump exhibited air in line. There was no patient involvement.